Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient needs to get a MRI of their neck and are wondering if that is possible or safe due to still having abandoned components. Patient stated that the MRI techs will not do an MRI unless the patient can put their device into MRI mode. Patient reported that about a month ago, maybe a little over a month, they had the implant removed. Agent asked why the patient removed the implant; patient stated that the implant did its job and that they got their lower back fixed pretty good, so they went for a long time without the stimulator and weren't feeling the pain in their legs from the nerves. Patient also stated that the implant started becoming really uncomfortable. Agent asked the patient when the implant became uncomfortable and started to cause issues and patient stated it was almost a year ago. Agent asked the patient for their explant date, patient stated that it was (B)(6) 2023. Agent reviewed MRI abandoned components with the patient and to have the patients doctor call technical services for any further assistance or questions regarding the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they had the implant removed because the implant started to annoy them. Patient stated that the battery was sticking out and they felt like something was starting to stab them and poke them and just irritate them. Agent asked the patient when the issue started and the patient stated it was almost a year ago, patient confirmed sometime in 2022. Patient mentioned that their lead was not explanted and is now abandoned. Caller inquired about MRI eligibility and they need a MRI of their neck and knee. Agent reviewed information and recommended the hcp follow up with tech services.

Manufacturer narrative:
H6: correction to annex a coding - removed a1502 and replaced it with a150202. Correction to annex e code to e2330. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.